Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately compared to a onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue occurred at 8am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of "6.4mmol/l" with the subject meter and "3.8mmol/l" on the other meter within 30 minutes of each other. The patient informed the csr that they do not take any medication in order to help manage their diabetes and it is not known whether they had made any changes to their normal regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that at 8:08am the same day they self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient was using an approved sample site when testing. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.